Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult or delayed positioning (anatomy) was due to challenging patient anatomy (shifted axis of the heart). The cause of the reported perforation (atrial: percutaneous intervention) associated with the atrial septal defect (asd) appears to be due to procedural circumstances during transseptal puncture (difficult transseptal puncture and shifted axis of the heart). The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a perforation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted the patient had an anterior flail, no left lung and the axis of the heart was shifted to the left side of the thorax. Due to the difficult patient anatomy, transept access was difficult and the steerable guide catheter (sgc) was difficult to position. This resulted in an aortic hugger. The procedure was continued, and three clips were successfully implanted, reducing mr to a grade of 1. However, after removal of the mitraclip devices, an atrial septal defect (asd) was observed. Therefore, an asd closure device was implanted. There was no clinically significant delay in the procedure. No additional information was provided.